Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported, the connector broke in half while attaching it to the bag additional information: please specify the type, size, and manufacturer of the container used for liquids. Baxter glucose 5 percent 500ml viaflo. Please confirm the make and model of the connection product(s)? Volumat line vlon20 ref m46445700s fresenius kabi. Please confirm if the assembly has any visible damage - such as cracks, chips or piston deformation? No. Please confirm which substance was infused during the duration of the event. Cytarabine. Did the event result in a liquid leak? Yes. Did the event cause harm to the user/patient? No.